Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance of greater than 2500 ohms, along with noise and oversensing on the most recent atrial tachy response (atr) episodes. The noise was determined to be a result of the respiratory rate trend (rrt) signal being oversensed. Technical services was consulted and offered troubleshooting recommendations. Isometrics were performed, but unable to replicate the noise or high impedances. Rrt was programmed off. A chest x-ray is to be performed. At this time, the ra lead remains in service and there are no adverse patient effects reported.